Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Belt sn (B)(4) was returned to zoll manufacturing. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date monitor: 09/06/2013. Electrode belt: 08/10/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home at the beginning of the event and was transferred to the hospital via ambulance where he passed. Review of the event indicates that the patient experienced an appropriate defibrillation event consisting of 5 shocks during vt/vf. Each of the treatment shocks converted vt/vf to a sinus rhythm. The rhythm after the last shock was sinus rhythm at 85 bpm. Approximately 1 hour after the last shock the device detected asystole. The ECG at the time showed CPR artifact with intermittent cardiac activity. After another one hour, the ECG showed CPR artifact combined with sinus bradycardia at 30 bpm that transitioned to asystole.